Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their meter had communication issues with the insulin pump, and that the insulin pump kept turning off, which caused for them to experienced a high blood glucose of 451 mg/dl. The customer treated the high reading with the insulin pump and manual injections. Customer was assisted with troubleshooting for replace battery now alarm. The customer stated that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer stated that the issue was resolved by a new battery. The customer was advised to monitor insulin pump. The customer was also successfully assisted with connecting insulin pump with meter. The insulin pump will not be returned for analysis.